Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer's blood glucose (bg) ranged from not being impacted to being impacted. A bolus via the pump would be delivered to address the high bg levels. Reportedly, there would be a delay in clearing the alarm. Once cleared, insulin delivery was resumed. However, after the last altitude alarm, the customer could not clear the alarm. The customer was to use insulin injections to manage diabetes.